Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer stie to evaluate the dxc 700 au clinical chemistry analyzer. The fse inspected the analyzer and found faulty buffer valve and reference valve. The fse cleaned ise and verified alignments. The fse replaced the reference valve and buffer valves to resolve the issue. The fse performed system verification successfully. The analyzer returned to normal operation. Section a2, a4, and a5: information not provided by customer the beckman coulter identifier is case-(B)(4).

Event description:
The customer questioned sodium (na), chloride (cl), and carbon dioxide (co2) patient results due to low anion gaps on their dxc 700 au clinical chemistry analyzer. The erroneous results were not reported outside the laboratory. The customer did not provide patient data or demographics, and the number of affected patient samples is unknown. There was no report of change to treatment, injury, or death associated to this event.